Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that the machine boots repeatedly sometimes due to malfunction of mainboard. The mainboard was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of mainboard. The root cause of which could not be determined. The reported problem was confirmed.

Manufacturer narrative:
This is a correction of the replaced part, and dfm100 assy processor was the part that was replaced.

Manufacturer narrative:
Reporter and reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that sometimes the machine boots repeatedly. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 processor pca assy sn (B)(6) was returned to philips for additional analysis. According to the available details, the processor pca (453564489071) was replaced to resolve the issue. The device remains at the customer's site. The defective processor board and som s/n: (B)(6) was returned to philips for additional analysis, and the complaint was escalated for a technical investigation. The processor board and som were visually inspected for signs of wear, damage, corrosion, or contamination, discoloration, missing components, and no anomalies were found. However, power-on testing revealed that the returned som consistently triggered a 30-second boot loop, while other configurations booted normally. In the lab, using a separate 18 v power supply bypassed the watchdog timer, allowing successful boot. The root cause was identified as a software issue in watchdog programming, which ultimately prevented the device to start up. Based on the information available and the testing conducted, the root cause of the reported problem was due to software issue in watchdog programming. The reported problem was confirmed.

Manufacturer narrative:
Issue impact assessment-2945-2025-309 and CAPA 6546120 were opened for this issue.